Event description:
It was reported that during tka surgery when the tibia visionarie block was placed, it was noticed that had a lot of slope in the cut. The alignment guide was close to touch the tips of the toes. The block itself fits perfectly. The doctor was able to use the starting holes from the block and use the standard instrumentation to correct the slope. Surgery was resumed without any delay. The patient was not harmed as consequence of this problem.

Manufacturer narrative:
: Internal complaint reference: (B)(4).

Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.